Event description:
It was reported that during the operation of anthem knee joint implantation, a distal part of the tube of the tibial guide broke.

Manufacturer narrative:
The tibial alignment tube was returned and evaluated. A visual inspection found that the material around the tibial guide thread insert has failed. Plastics are prone to brittle fractures; a crack may have initiated during the autoclaving cycle and was subsequently propagated during use. We recommend that all reusable instruments be routinely inspected for wear and damage so they may be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.